Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed infusion sets, but occlusions recurred. System check was performed with tandem technical support and customer resumed insulin delivery. Customer's blood glucose was 331 mg/dl.